Event description:
Procedure: gastrectomy. According to the reporter: the anvil detached from the tube while the surgeon pulled it in the cavity. The anvil was removed through the mouth. The incision was extended by more than 3cm and the anastomosis was performed using eea anvil. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).